Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "hemorrhage into the right breast post operatively, grade 2-3 capsular contracture, lump in the right breast and this is in the same position confirmed on ultra-sound which appears to be a folding of the implant envelope." Physician additionally stated "that the patient "is obviously very distressed".